Event description:
Medela feeding pump programmed to administer 26 ml enteral feeds. Pump alerted that feeding was complete. Rn found 10 remaining in feeing syringe. Medela pump infused 16ml of the programmed and prescribed 26ml. Manufacturer response for enteral feeding pump, medela enteral feeding pump (per site reporter). We are able to tell if the pump will have an issue by clicking "menu" twice and then selecting #9. If the "pos." Is above 0019, then the pump will have the issue we have been noticing. Calibration sensor that is sensitive and any sort of force can alter the positioning setting. When "pos." Is above 0019 is when the calibration will be off and causes the pump to alert that the infusion was completed. Meeting with medela in [redacted]-this month to discuss. Ce stated they looked at all available pumps but added that any sort of force to the pump can cause calibration errors.